Event description:
Caller reported a minimum fill notification and confirmed the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact noted. The caller was attempting to load a new cartridge, and despite the notification, there was sufficient usable insulin in the cartridge. The issue occurred twice in the month, requiring cartridge changes, but has since been resolved. Technical support advised the caller to follow up if the issue persists.